Event description:
Boston scientific received information that the patient with this pacemaker had four syncopal events. The patient was seen by a physician after the first episode, at which time interrogation confirmed the device was operating properly. Additional information was later received from the bsc field representative, indicating the syncopal events were not directly related to the patients heart rate, as other non-cardiac medical conditions were reported. The representative did state, the patient suffered from atrial fibrillation which occasionally would conduct at a rapid rate, causing reduced cardiac output. Additionally, it was noted the patient has a low intrinsic heart rate. No additional adverse patient effects were reported and the patient remains in outpatient medical care for a non-cardiac post surgical rehabilitation.

Manufacturer narrative:
This product remains implanted and in service with confirmation from the field representative of normal operation since implant. At this time, no further information has been received and no system changes have been initiated. If new details are received, this event will be reopened and further updated.